Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Presumed leak with the small bore filtered extension set when attached to an infant. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of a leak with the filter extension set was not confirmed. Visual inspection, functional testing and pressure testing were performed; no anomalies were observed. The root cause was not identified.

Event description:
Presumed leak with the small bore filtered extension set when attached to an infant. Although requested, no further information has been received.